Event description:
User received negative alt results for 20-25 pt samples. Two examples were provided. Sample 1 initial result -1 u/l, repeat gave 14 u/l, repeat on another analyzer gave 22 u/l. Sample 2 initial result -1 u/l, repeat gave 8 u/l, repeat on another analyzer gave 15 u/l. User stated no incorrect pt results were turned out. The field service representative determined the cause to be r1 reagent dispense errors and replaced the nozzle tips. On a follow up visit, he determined the cause to be a bad valve and replaced the reagent change valve. Performance tests were performed.